Manufacturer narrative:
Return of the cool-cap system has been requested by natus technical service, but the system has not been returned. An investigation is in progress and a cause has not been determined.

Event description:
It was reported to natus that after pausing a patient's cool-cap treatment to take an ultrasound, an a51 water leak error was experienced when attempting to resume treatment. It was not specified by the complainant where the water leaked from. In order to troubleshoot the issue, the water cap was changed and the system was restarted. Upon restarting the system, the error message cleared and treatment resumed. The troubleshooting process delayed therapy by about one hour. After treatment was completed, the system was no longer used on account of the issue that had occurred. There was no report of death, serious injury, or environmental/safety concerns.

Manufacturer narrative:
On (02/26/2019) natus factory service tested the actual suspected device with sn# (B)(4) per natus doc-001692 rev.o and passed. Loaner tsm sn# (B)(4) was also tested per ft-401352 rev.h and passed. Natus was unable to confirm customer complaint of "water leak error" and the unit were returned to loaner pool.